Event description:
Reportedly, an error was encountered when trying to export files to paceart format.

Event description:
Reportedly, an error was encountered when trying to export files to paceart format.

Manufacturer narrative:
Upon reception, the orchestra plus was tested and the reported behavior was not reproduced as files could be successfully exported to paceart format. - the programmer followed the normal repair workflow (including a re-ghost to restore its initial configuration) and will sent back to the field.